Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys estradiol iii assay results for 1 patient tested on a cobas 8000 e 801 module compared to a minividas biomerieux analyzer. It was unknown if the results in question were reported outside of the laboratory. The results from the minividas were deemed to be correct. There was no allegation of an adverse event. Line 1 cobas e801 serial number is (B)(4). Line 2 cobas e801 serial number is (B)(4). The cobas e801 qc results were acceptable. The investigation is currently ongoing.

Manufacturer narrative:
The patient sample was requested for further investigation but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.